Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed low flow fault flags when the estimated flow dropped below the low flow threshold of 2.5 liters per minute (lpm). Of these faults, some lasted over 10 seconds and low flow alarms were triggered. No other atypical events were captured. The pump appeared to function as intended at the set speeds. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The IFU includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. This IFU also lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced presyncope as a result of the arrhythmia. The arrhythmia resolved with amiodarone.

Event description:
It was reported that the patient had a past medical history significant for heart failure with reduced ejection fraction. The patient presented to the hospital with a syncopal episode and low flow alarm. A review of the log files by technical services found low flows with high pulsatility index (pi) readings. A right heart catheterization showed the patient was euvolemic, and mean arterial pressure (map) was at goal. A ramp study was done and set speed was increased to 5700 revolutions per minute (rpm). A computed tomography (CT) scan was done and no kinks/bends were noted. Norpace was stopped and amiodarone was started for non-sustained ventricular tachycardia. Low flow software was installed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.